Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer changed the pump supplies to address occlusion. Customer's blood glucose was 150-480 mg/dl. Pump system check was performed and location of blockage was not identified. Reportedly, customer changed the type of infusion set used.